Event description:
Note: date of event is unknown. According to the complainant, the balloon ruptured about 2 weeks after placement. The device was replaced with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The returned sample was visually examined; the device had an obvious burst balloon. The burst appeared to be a typical burst pattern as the unit did not appear to be jagged or explosive in nature. The cause of the burst could not be determined.